Manufacturer narrative:
E1: phone number: (B)(6). Imagery was provided for review. A 26 mm sapien 3 ultra valve was implanted in the aortic position via a transfemoral approach. Prior to valve deployment, fluoroscopy imagery (received only mobile phone videos/snapshots from fluoroscopy to review) reveled horizontal aorta, commander delivery system and the valve were not centered or coaxially aligned with the annulus, and a flap dissection was observed. Balloon inflation appeared satisfactory with no evidence of frame asymmetry. However, an aortic dissection was noted, accompanied by evident contrast extravasation. Despite draining a significant amount of blood and initiating resuscitation, the patient unfortunately passed away. While the aortic dissection was confirmed, annular rupture could not be verified due to the lack of available images. Note: 3mensio report shows annulus dimension 451.3 mm2 which is in the recommended range for the use of 26 mm sapien 3 ultra valve. Use of 14fr e-sheath was adequate for the access vessel dimensions per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcification at the level of native annulus) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in israel, regarding an implant of a 26 mm sapien 3 ultra valve in aortic position by transfemoral approach. During the valve deployment, the patient complained about chest pain. Fluoroscopy imagery showed fluid leakage. A significant amount of blood was drained and resuscitation was started, but the patient passed away. It was suspected that the cause of the leak was an annular rupture and aortic dissection.